Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they got a message on their programmer on saturday: internal battery was low and to see the clinician. Patient said they were told it could last up to 10 years and they are very concerned about that because they have only had this stimulator for a little less than 2 years. Patient asked if it was possible they could have a reconditioned unit. Reviewed some device therapy information. Patient also reported they noticed when they are reclining in bed they have what feels like a twitch in their buttock on the outside hip on the side where it is implanted, it is a mild spasm, they are able to sleep but they do not feel it as much as they used to. Reviewed stim sensation information and the option to turn therapy down to evaluate if the twitch subsides and redirected to their doctor. Patient reported they got the ins for bladder and pt said they don't have complete relief, the nurse practitioners (np) have adjusted it when they went in they may have changed the programs and pt has been increasing on the program the np set, they are currently using 7.3. Pt said they also has ibs with chronic constipation. Pt said they got interstim because they didn't want to have continued infections and antibiotics and with the implant, they don't have complete relief.